Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It is reported the length of the drill is different from the previous drills used. Comments from the distributor. "Why is the drill production changed without notice? We receive complaints from our customers. Due to the short length the drill machine gets too close to the bone, and the surgeon is unable to see how deep they are drilling!" Info regarding patient contact and patient injury not provided - unk. Additional info has been requested.